Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety¿product/procedure-breast: unable to observe since it is not related to the device. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ seroma-breast: unable to observe since it is not related to the device. Additional observations: ¿ two openings were assessed as surgical damage. ¿ nick striated is observed assessed as surgical tool scratch like. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and "at least 50 cc's of seroma fluid" demonstrated by ultrasound and confirmed by MRI. Additionally reported was exchange of textured devices due to patient's concern with product. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "at least 50 cc's of seroma fluid".

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and "at least 50 cc's of seroma fluid" demonstrated by ultrasound and confirmed by MRI. Additionally reported was exchange of textured devices due to patient's concern with product. The device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and "at least 50 cc's of seroma fluid" demonstrated by ultrasound and confirmed by MRI. Healthcare professional additionally reported exchange of textured devices due to patient's concern with product. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.